Event description:
Boston scientific crm rec'd info that difficulty was experienced placing this implantable right ventricular lead. Eventually the lead was successfully placed, however, shortly thereafter, the lead was dislodged likely by pt activity. An attempt was made to reposition the lead which resulted in the dislodgement of the implantable atrial lead as well. An attempt was made to complete a second vein stick and use the atrial lead to gain access in order to reposition the right ventricular lead, but all attempts were unsuccessful and both of these leads were explanted, discarded and replaced. No adverse pt effects were effected.